Event description:
It was reported that this left ventricular got fractured as confirmed through x-ray. During the extraction procedure this left ventricular lead broke, and part of the lead remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. This lead is not expected to be returned for analysis. No additional adverse patient effects were noted.

Event description:
It was reported that this left ventricular got fractured as confirmed through x-ray. During the extraction procedure this left ventricular lead broke, and part of the lead remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. No additional adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, severed approximately 90mm from the terminal end due to induced damage during explant. Testing was completed to assess lead electrical performance. Electrical performance was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.